Event description:
It was reported that stent delivery system break occurred. The patient was presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00 x 16mm synergy xd drug eluting stent was used for treatment. However, the stent delivery system broke during insertion. The procedure was completed. There were no patient complications nor injuries were reported.